Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found: the distal end is detached. Based on the results of the investigation, the reportable malfunction most probable cause is likely traced to component failure, which is expected or random component failure without any design or manufacturing issue. However, the root cause of the reported issue could not be determined/identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited that the distal end is detached. There were no reports of patient involvement.